Event description:
--

Event description:
Boston scientific received information that this patient presented with symptoms of near syncope following a competitor device replacement. During that same procedure, two of the three implanted competitor leads were repaired due to insulation damage. After the patient presented with symptoms, isometrics showed noise on all three channels when the patient would extend their left arm across the chest. Rhythm strips were sent to boston scientific technical services (ts) for review which showed pacing inhibition. Additionally, the device memory was reviewed and nothing appeared out of the ordinary (i.e., impedances stable and no device resets). The patient was then admitted to the hospital and a revision was performed. Since the source of the noise could not be confirmed, the physician elected to explant and replace the bi-ventricular implantable cardioverter defibrillator (ICD). Once the new device was implanted, the same noise was observed. The physician chose to reprogram around the noise.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The device has been received for laboratory analysis. Upon completion from analysis, this report will be updated.